Manufacturer narrative:
The site personnel, including the transplant coordinator, and dr. Acting medical officer of facility, do not believe ecp played a part in the patient's acute event or death. They believe that the patient's death was caused by the underlying lung condition which was advanced and progressive. Dr. Was not aware if any autopsy was planned. Dr. Would not discuss the case due to hipaa concerns. This instrument has not been used since this treatment. The site has a total of 3 devices and this is the only one at the hosp location. The site agreed to return the instrument to facility and not use it until it could be evaluated by a service technician early next week. The site did not retain the data key. Service was dispatched and performed the preventive maintenance of the xts instrument on 09/25/2007. Nothing unusual was found.

Event description:
Therakos initially became aware of this event as a result of a phone conversation on sept 21, 2007 between therakos technical services and the facility. The purpose of which was to re-schedule a routine site visit. The patient was referred to facility for treatment of chronic rejection after a bilateral lung transplant 5 years ago. She had bronchiolitis obliterans syndrome, stage iii by clinical criteria with decreased fev, which was progressive despite immunosuppressive therapy and thymoglobulin. She was referred to photopheresis by dr. Her first treatment cycle was two days in 2007, which took place without difficulty. Prior to that treatment cycle, the patient had severe coughing. She was in the ER four days later, with complaints of coughing. She returned on the following day, for treatment, at which time she still had complaints of cough. The site used heparinized saline (10,000u/500cc at 1:!0 ratio) for priming and then switched over to acda (1:10 ratio), per routine site procedure. The ecp treatment was uneventful until photoactivation, approximately 1.5 hours after switching over the acda, when the patient began coughing and coughed up bright red blood. The nurse reinfused the patient's cells while initiating emergency medicine including calling physician, placing o2, obtaining ECG. The site did not have the platelet count available for this conversation but they did not recall any platelet count concerns. The patient was then transferred to the medical center ER under the care of dr. Of the transplant institute, and was eventually admitted to the transplant ICU. She died the afternoon of 2007.